Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final driver was found damaged during a routine inspection. There were no surgical or patient impacts associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have been slightly deformed at the very tip which is likely the result of wear from repetitive uses. A review of the manufacturing records did not identify any issues which would have contributed to this event.